Manufacturer narrative:
(B)(6) 2018. (B)(4) field service engineer (fse) evaluated the device and confirmed the issue. The power supply was replaced to address the event. Upon completion of the repair, the device passed all specification testing.

Event description:
It was reported that the unit would not turn on. There was no patient or user harm reported. The event date was not specified, estimate used.